Manufacturer narrative:
It was reported that during 45 day follow-up after successful amulet device implant, there was a flow around the disc and the seal was questioned. No apparent device movement was reported. The amulet device remains implanted in good position. A cine review of 45 day follow up imaging was provided and reviewed at abbott. A small leak of < 3 mm was noted around the disc but not going past the lobe only visualized in the 90 degree view. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported leak could not be conclusively determined. No intervention was performed and there were no plans for intervention reported. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 16 july 2024, a 31mm amplatzer amulet left atrial appendage occluder was implanted. No implant complications were reported. The shape at time of implant was tire with offset pin from the neck of the device. On 27 august 2024, at 45 day follow up, transesophageal echocardiogram (tee) was performed and the physician questioned the seal. In the 90 degree view, the physician questioned a flow around the disc. No apparent device movement was noted. The amulet remains implanted in good position. No intervention was performed and there are no plans for intervention. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.